Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the customer complaint. Functional testing was performed and found no failures related to the complaint. The data log was downloaded and reviewed finding a hardware error. The customer complaint was confirmed. The root cause was determined to be ui-u1 failures and hardware errors.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver would not turn on. No additional event or patient information is available.